Manufacturer narrative:
The reliability analysis inspected 1 opened and or used reservoir performed manual prime test using a new lab infusion set along with 5xx pump. The reservoir passed per inspection and no occluded anomaly was observed during test. The reservoir connected and or locked in place properly. (B)(4).

Event description:
The customer reported via phone call of motor error and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer states they could not push insulin through the tubing. The customer was advised alarm was caused by set and or reservoir connection. The customer was advised to reservoir would be replaced and returned for analysis.